Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and the suture was used. It was reported that the suture broke easily when sewing during the procedure. Another like suture was used to complete the surgery. There were no patient consequences reported. No additional information could be provided.